Event description:
The reason for call was pt reported that they noticed that their stimulation would turn off when they sit or walk; pt added that the issue started about a month ago. Pt said that when they access their controller, they feel that the stimulation would turn back on and would confirm that the stimulation was showing turned on. Pt was thinking that they would need a 'battery' replacement which agent understood as the implant (ins). Agent mentioned that it might be that the reason the stimulation changes when they change position was because of adaptive stim program but pt mentioned their device hasn't undergone any reprogramming sessions and they only noticed the issue last month. Agent suggested pt change groups and observe if it will help or resolve their issue. Agent provided nas phone number, advised pt to coordinate with hcp, and sent request to mdt rep in the area to contact the pt.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.